Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and erosion. Reportedly, the pacemaker and wire stick out of the chest. There were no additional adverse patient effects reported. The ICD remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.